Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had lost a lot of weight since they had the surgery. They went from 150lbs to 115lbs. The stimulator was now close to the surface of their skin. They could feel it, and it was uncomfortable and moved around. The patient said the doctor had to bury it way deep when it was implanted in (B)(6) 2025, but they had not seen the doctor in a while--since surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device/therapy/procedure were not casual or contributory with respect to the weight loss. The cause of the movement and shallowness of the ins was not determined. This had not yet been resolved. They stated that this issue was first noticed in (B)(6) 2026. The patient had currently moved and were going to establish care with a new urologist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.